Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported cuff miss could not be confirmed. Inspection of the returned device indicated that both cuffs successfully captured the needles during the plunger deployment, but the link broke at the swage end of the posterior cuff during the needle plunger retraction. Link break would have resulted in a failure to retrieve the suture and could appear very similar to the reported cuff miss. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports or exceptions that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Per the proglide instructions for use, the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified common femoral artery was attempted using a proglide with a 7fr sheath, after an iliac stenting procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.